Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The supplier's certifications indicated that the correct material was used and the correct hardness values were obtained. The device was returned slightly discolored, with axial scratches on the shaft indicating use. There were dents on top of the knob indicating impact, and the hex feature was damaged, with deep dents. The undersized shaft does not relate to the complaint condition. All other measurable dimensions were found to be within print specification. This complaint is deemed indeterminate from a manufacturing standpoint because the damaged portion of the product made physical dimensional verification impossible.

Event description:
During a hip open reduction internal fixation (orif) surgery, the surgeon inserted the protection sleeve, the drill sleeve and the trocar through the 130 degree aiming arm attached to the insertion handle. These instruments should have directed the drill directly through the distal locking hole of the intermediate nail. Instead, the drill went into the posterior lateral cortex causing a stress riser. The implant was placed and the procedure was completed successfully. This incident extended the surgery by approximately 30-40 minutes. Due to the imposed stress riser, the pt was unable to bear weight for approximately 1 week after the surgery. This complaint is on the helical blade coupling screw. This is report 1 of 6 for the same event.